Event description:
The customer reported that both of the systems monitors would not display any image. This rendered the system unusable due to the inability to display a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.